Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after undergoing an urgent surgery involving a trochanteric fixation nail (tfn), a patient who had tested positive for a titanium allergy prior to surgery, began to experience allergic symptoms; pain, sores everywhere and respiratory problems. The patient has received treatments but reports an explant must be scheduled within a year as her condition is life threatening. This report is for an unknown locking screw. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown locking screw. (B)(4) patient's sores everywhere on body and respiratory problems. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.